Manufacturer narrative:
510k: this report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, when the surgeon tried to remove the tabs from the verse screws, the tabs did not get stuck in the opening on the tab breaker; they come loose and fell into the wound. The tabs could not be collected in the pipe. This happened with all four tab breakers that the customer has. Procedure was completed with a delay of fifteen (15) minutes. Patient status was good. This report is for unknown screws. This is report 1 of 1 for (B)(4).